Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 7 additional reports related to implant loosening, and 1 unrelated complaint. Total for lot number: 9 (B)(4). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2015, the patient underwent left knee arthroplasty due to osteoarthrosis, pain, and catching. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. All attune components, and two smartset cements were utilized in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component and pain. The surgeon noted the tibial component was grossly loose, he did not specify the interface. He reported the femoral component and the tibia were well fixed. The surgeon reported no intraoperative complications. Depuy smartset cement x 2 were used in the procedure. All other competitor components were utilized. Doi: (B)(6) 2015; dor: (B)(6) 2017; (lt knee).